Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 688938-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Discrepancy noted in insertion date and removal date- (B)(6)2010 and (B)(6)2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2010: essure confirmation test(s) (unspecified) bilateral occlusion. Lot number reported 688938 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. 688938) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Discrepancy noted in insertion date and removal date- (B)(6) 2010 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Most recent follow-up information incorporated above includes: on 13-aug-2020: medical record received- lot number and reporter information were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. 688938-not valid), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy(full), salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved. And the menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Discrepancy noted, in insertion date and removal date: (B)(6) 2010 and (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2010, essure confirmation test(s): (unspecified), bilateral occlusion. Lot number reported 688938 is not valid. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc (product technical complaint). Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), hypersensitivity ("hypersensitivity"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and fatigue ("fatigue"). The patient was treated with surgery (ablation and hysterectomy(full),salpingectomy (bilateral)). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, abdominal pain and dysmenorrhoea had resolved and the menorrhagia, hypersensitivity, bladder disorder, urinary tract disorder and fatigue outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, fatigue, hypersensitivity, menorrhagia, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: patient received treatment for pain, bleeding, bladder/urinary problem, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case has became incident. Previously reported event ¿injury¿ replace with new event .new events added: pelvic pain, abdominal pain, dysmenorrhea (cramping),menorrhagia (heavy menstrual bleeding), hypersensitivity, bladder problems, urinary problems, fatigue. Event outcome were added. Reporter information were updated. Lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.